Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device operator installed a new bravo receiver with two new ph receivers using the accuview software. In a case, when the operators tried t download the data to the laptop, they received an error that said "external exception eefface." Follow up information received from the customer stated that a repeat procedure was performed due to the alleged device malfunction. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary the account recently install a new device and in the first case in which the device was used, an error message was displayed stating that the study could not be downloaded. Investigations confirmed that the reported condition occurred due to mishandling. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.